Manufacturer narrative:
Lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during cataract procedure a pcb00 intraocular lens (iol) was stuck in the inserter. When the lens deployed into the patient¿s left eye the surgeon noticed the lens was damaged. Surgeon decided to remove and replace the lens. Surgeon inserted a capsular tension ring (ctr, 13.0mm) in patient¿s eye and a 2nd intraocular lens (pcb00 22.0 diopter). Surgeon noticed lens was not stable in the eye so he then inserted a second capsular tension ring (13.0mm). The lens was still not stable and surgeon decided to remove the 2nd lens and both ctr rings. Surgeon performed a vitrectomy and the incision was enlarged. Surgeon used a 7-0 vicryl suture. The patient was sent home aphakic. No further information available.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/04/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was observed on the lens optic body. Loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. No manufacturing defects on the lens optic and haptics were detected. The reported issue could not be verified on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.